Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the posterior capsule tore due to "random lens expulsion." Additional information was received from the surgeon, who reported an anterior vitrectomy was required and the event has resolved. There are three medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause could be determined. Attempts were made to obtain additional information and completed questionnaire was received on 07/31/2012. (B)(4).